Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced solenoid lv13 and found a clot in vacuum port on probe wipe. He removed the clot and verified instrument performance. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was a diluent leak of approximately 1ml from the analyzer and was not contained. The operator was wearing personal protective equipment including gloves and lab coat. There were no reports of biohazardous exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.